Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 50 months and 16 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. However, there was no indication of a device malfunction. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In conclusion, there was no indication of an ICD malfunction. The integrity of the lead cannot be assured.

Event description:
It was reported that this lead was capped and left in patient due to oversensing. A new lead was implanted. During the same procedure the associated ICD was prophylactically exchanged due the field safety corrective action, bio-lqc, initiated in march 2021.